Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The three handwheel screws of the circuit system were tightened to resolve the issue.

Event description:
The hospital reported a 2.4l per minute leak during low flow anesthesia. The unit replaced and case resumed. No patient injury reported.